Manufacturer narrative:
The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, stained keypad overlay, fading serial number label, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and it was reported location of the damage is on back of the battery of the pump. No harm requiring medical intervention was reported. Product mmt-1711k was returned for analysis.